Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a shifted end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of no delivery alarms from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she received no delivery alarms when she got home from the hospital. The customer stated that she gave herself a bolus and it alarmed no delivery. The customer was advised that no delivery alarms may be due to site, set or reservoir issues. The customer stated that her insulin is not expired or denatured. The customer was advised to avoid bending where the tubing connects to the reservoir. The customer was advised to monitor the pump and call back if the problems persist.